Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. An event regarding personal injuries sustained as a result of the implanted devices which the product caused metallosis and a revision surgery (corrosion) involving a custom citation stem was reported. The event was not confirmed. Method & results: medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿no examination of the explanted components from either revision is available. The first revision was due to instability relating to malposition of the competitor acetabular component with a long-wall insert resulting in impingement. The second revision was never determined to be related to trunnion corrosion, either by histopathology or imaging studies including two mars MRI's. Modest elevation of serum cobalt and chromium in a patient with longstanding bilateral hip arthroplasties does not represent a pathologic condition. The revision operative report stating, "... Tissue is not characteristic of abnormal soft tissue reaction to corrosion" confirms this. The symptoms were likely related to sciatic impingement and trochanteric bursitis, and not related to factors of faulty conclusions: the reported event was not confirmed nor was the root cause determined the clinical review found, ¿no examination of the explanted components from either revision is available. The first revision was due to instability relating to malposition of the competitor acetabular component with a long-wall insert resulting in impingement. The second revision was never determined to be related to trunnion corrosion, either by histopathology or imaging studies including two mars MRI's. Modest elevation of serum cobalt and chromium in a patient with longstanding bilateral hip arthroplasties does not represent a pathologic condition. The revision operative report stating, "... Tissue is not characteristic of abnormal soft tissue reaction to corrosion" confirms this. The symptoms were likely related to sciatic impingement and trochanteric bursitis, and not related to factors of faulty component design, manufacturing or materials related to the stryker femoral component.¿

Event description:
Notice received from plaintiff's attorney indicates that patient had a primary left hip surgery on (B)(6) 2006 with a stryker v40 femoral head and citation stem. It is alleged that the patient was revised on (B)(6) 2007 and on (B)(6) 2013 due to personal injuries sustained as a result of the implanted devices. It is further alleged that the product caused metallosis and a revision surgery. This pi is for the alleged revision on (B)(6) 2013.